Event description:
It was reported to philips by a customer that the unit was unable to change modes or settings on the touchscreen. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Manufacturer narrative:
B4: 30jul2021. The service engineer confirmed the reported problem and calibrated the touchscreen to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged.